Manufacturer narrative:
Technician found that the left head gas spring seals had failed and was leaking hydraulic fluid. He replaced the head gas springs and the head section function properly. He found the stretcher out of service in the back of the emergency room and there were no alleged injuries.

Event description:
Technician alleged that the head section would not lower all the way down.